Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose on the adc device scan reading and the customer noted a vertically downward trend arrow which indicates rapidly declining glucose level (more than 2 mg/dl per minute). As a result, the customer experienced dizziness, and the caregiver called emergency services (ambulance). The customer had contact with a healthcare professional (hcp) who observed the low adc device scan result and provided the customer with glucose intravenously. Subsequently, the customer experienced paralysis, a seizure, a loss of consciousness and was admitted to the intensive care unit (ICU) at the hospital. The hcp obtained a laboratory result of 1500 mg/dl compared to the adc device scan result of 51 mg/dl and the results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. The customer was observed to be in a "comatose state" and the hcp provided "various life-sustaining measures and different infusions with unspecified fluids." The customer regained consciousness after 4 days in the ICU. There was no report of death or permanent injury associated with this event.